Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a pump was frequently losing prime. The loss of prime warnings stopped after the reporter switched cartridges. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The cartridge is not expected to be returned to animas at the time of this report. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.